Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a failed surgical valve, the valve moved ventricular upon deployment, and resulted in moderate paravalvular leak (pvl). It was noted that the angle of orientation and the stiffness of the failed surgical valve, pushed the transcatheter bioprosthetic valve to follow the path of least resistance and move towards the ventricle. Subsequently, a second transcatheter bioprosthetic valve was implanted, valve-in-valve, and resolved the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.